Manufacturer narrative:
The device was returned for evaluation. The device logs were reviewed and showed that during patient support, purge pressure high and purge system block were triggered sequentially as purge pressure continuously building up. The log confirmed alarms due to abnormally high purge pressure value before the purge cassette was exchanged with no expected gradual decrease in pressure. It was observed that the staff attempted to change the purge cassette and bag and perform purge cassette de-airing without success. Console issued piston blocked with 87% range remaining (unlikely to affect de-airing), but purge fluid could be not detected, but there were no issues detecting the purge cassette. Device analysis: visual inspection of the purge assembly area confirmed a broken stand on purge blue retainer, causing the purge flag to fall out of retainer. The root cause high purge pressure and purge system blocked alarms was not determined. The high purge pressure prompted users to replace for new purge cassette, during which the broken purge retainer and purge flag issue appeared and prevented user from completing procedure. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. It was reported that the console alarmed purge pressure high and purse blocked alarms. The staff tried to troubleshoot the issue by tracing the tubing for kinks, de airing, and also changing out the purge cassette. After starting to go through the prompts to change the purge cassette, the console did not recognize the new purge cassette even though the tubing was being bolused. The device was replaced with another aic and the procedure was successful. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.